Event description:
It was reported that the device had early elective replacement indicator (eri). It was noted that the left ventricular (lv) outputs were programmed high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5071 implantable pacing lead: (B)(6) 2006, 6949 implantable tachy lead (B)(6) 2006, 5076 implantable pacing lead (B)(6) 2006. (B)(4).